Manufacturer narrative:
Block e1 initial reporter city: (B)(6).

Event description:
It was reported that the three-way stopcock was extremely loose. An intellagen tubing set was selected for use. During device preparation, the three-way stopcock was extremely loose and would return to its original position even after being tightened. Another set of the same device was opened, but its stopcock was also loose; however, it could be secured sufficiently, so it was used. The procedure was completed without any complications for the patient. The device was returned for analysis.

Manufacturer narrative:
Block e1 initial reporter city: omihachiman city, shiga prefecture.

Event description:
It was reported that the three-way stopcock was extremely loose. An intellagen tubing set was selected for use. During device preparation, the three-way stopcock was extremely loose and would return to its original position even after being tightened. Another set of the same device was opened, but its stopcock was also loose; however, it could be secured sufficiently, so it was used. The procedure was completed without any complications for the patient. The device was returned for analysis. It was further reported that the three-way stopcock connection point to the tubing was initially loose but was manually tightened. No fluid leakage was observed. This issue did not cause any delay in the procedure, and the catheter used was a farawave nav 2.0. The second device will not be returned for analysis, as it was disposed of by the facility.